Event description:
It was reported that the ventilator had an issue. No more information was available. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. Based on further information provided, getinge has been asked by the customer to conduct inspection on servo-s device. Inspection has not revealed any unexpected issues. No allegation of deficiency had been expressed by the customer. Based on technician statement, the maintenance kit 5000h, o2 cell and battery module should be replaced. These parts are consumable items (with limited lifetime) and should be replaced at regular intervals during preventive maintenance. Preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. Planned preventive maintenance had been conducted on the device. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).